Event description:
A patient was being prepared for receiving photopheresis therapy which requires a high flow access device. In this case a vortex high flow subcutaneous port was being accessed using a straight 16 gauge, non-coring, 1 inch high flow angiodynamic needle. During placement, when the internal needle is removed from the catheter lumen, the rn is required to immediately cover the hub with a sterile finger to prevent air embolism. The design of the catheter requires momentary exposure of the open hub to air until the finger is placed. This is repeated when the lumen is briefly uncovered to be attached the photopheresis tubing. The patient in this case experienced an air embolism during access. Given the high flow ports and lack of safety design on the angiodynamic catheters the patients are at risk of developing this complication. The patient was taken to the emergency department and admitted to the medical intensive care unit for observation. Fortunately the patient recovered quickly and was discharged the following morning. The design of the needles could be improved to incorporate additional safety features used on similar devices.